Event description:
Related manufacturing reference 3005188751-2015-00049, 3005188751-2015-00050. During a left ventricular tachycardia ablation procedure, a pericardial effusion occurred. A supreme catheter was placed in the coronary sinus and in the right ventricular apex. A tacticath quartz ablation catheter was inserted via retrograde approach into the left ventricle through a non sjm short sheath. After mapping and minutes of rf ablation, the catheter lost contact force sensing. The procedure continued using the tacticath quartz ablation catheter without contact force sensing. The patient became hypotensive post procedure and an echocardiogram revealed a pericardial effusion. No intervention was required and the patient remained stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the device investigation concluded that the device met specifications for optical properties, pressure testing and acceptable resistance values with no open or short circuits detected. The log files indicated after 160 minutes of use that optical fiber 3 lost contact force; however, no functional anomalies were noted during the investigation of the device. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the contact force issue remains unknown and due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported pericardial effusion. Per the IFU, cardiac perforation is a known risk during the use of this device.